Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump containing bupivacaine (old concentration 40 mg/ml, new concentration 30 mg/ml; old dose 16.7 mg/day, new dose 6 mg/day) and an unknown brand of morphine bupivacaine (old concentration 3 mg/ml, new concentration 6 mg/ml; old dose 1.25 mg/day, new dose 1.25 mg/day) . Indication for use was unknown. It was reported the patient had come in for a refill yesterday ((B)(6) 2017), and the hcp had changed the drug¿s concentration since the patient was experiencing bupivacaine side effects (later in the call, it was clarified by the hcp that the patient was not having bupivacaine side effects; they changed the concentration, so they could increase the refill interval. The representative stated the hcp had programmed a bridge bolus with the old drug desired dose at 0.1627 mg/day. The representative reported the patient came in the day of report ((B)(6) 2017) with withdrawal symptoms since the old drug desired dose was running at such a low rate. The representative stated they had stopped the pump after it had been running for 26.5 hours. The representative stated the hcp was thinking about performing a systems content removal to clear all of the old drug out, but the representative suggest having technical support calculate the amount of time for the remainder of the drug to clear (17 hours 40 minutes). The representative stated he would review the options with the hcp and call back for assistance if the hcp decided to perform a modified bridge bolus. The current drugs in the pump were related to the reported event. The representative and hcp called back in to perform the modified bridge bolus. No further patient complications were reported.